Manufacturer narrative:
Date device received for evaluation. The investigation of the complained va-lcp ant. Clavicle plate did not show any signs of misuse or false functioning. Review of finished product device history record determined that this order met all dimensional and visual criteria at the time of release. Review of the raw material device history record determined that there were no irregularities that would have caused or contributed to this condition. Date of manufacture determined during evaluation.

Event description:
At the time of the original procedure for a clavicula fracture on (B)(6) 2011, the most lateral screw was malpositioned, intra articular and the screw could not be removed intraoperatively for re-positioning. Patient underwent a secondary surgery on 10/9/2012 for removal of all hardware. After review of the reported event, 2520274-2012-01313, it was determined that the plate should also be included as a part of the event. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Additional narrative:the investigation could not be completed, no conclusion could be drawn, as no product was received.(B)(4): placeholder.